Event description:
On (B)(6) 2012, t2h operation for pathologic fracture was performed. After the nail insertion with the non reaming method, the surgeon tried to rotate the nail. He checked x-ray and confirmed that the nail was damaged. He used other nail and finished the operation. Although he washed firmly, he is worried about whether the piece of breakage of the nail remains in the inside of the pt body.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed, any additional information will be reported in a supplemental report.